Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported that the patient received a pump exchange due to a suspected thrombus in the pump.

Manufacturer narrative:
The reported event of thrombus was confirmed. The body of the rotor revealed a denatured thrombus formation occluding one of the rotor pathways. This thrombus appeared to have been ingested and possibly caused resistance on the spinning rotor. A soft, unstructured thrombus was found to be situated adjacent to the bearing ball and also appeared to have been ingested. The pump was cleaned reassembled, and functionally tested under loaded conditions using a test lead. The device functioned as intended during testing. A review of device history records for this pump showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.